Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was unable to deliver a bolus. Reportedly, the pump was not calculating the carbohydrate units. There was no reported impact to customer¿s blood glucose. Although requested by tandem technical support, the customer was unable to upload the pump data logs for a log review to be performed. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.